Manufacturer narrative:
(B)(4).

Event description:
A report was received that ever since the patient was implanted with their ipg, the patient has been experiencing un-healing sores on her hands and fingers. The physician believes the symptoms are related to the device due to a nickel allergy. The patient will now undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure where the entire system was removed. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that ever since the patient was implanted with their ipg, the patient has been experiencing un-healing sores on her hands and fingers. The physician believes the symptoms are related to the device due to a nickel allergy. The patient will now undergo an explant procedure.